Event description:
It was reported that the patient underwent surgery for spondylolisthesis l5-s1 on (B)(6) 2024 and barbed suture was used. When closing the subcutaneous plane by overblasting with a suture, the healthcare professional found that the needle had broken at its tip. An intraoperative x-ray was performed to look for the needle tip. Needle tip found in fluoroscopy and was retrieved. There is risk of leaving a foreign object with granuloma formation. Risk of infection ,and increased x-ray exposure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was mentioned that there was "risk of leaving a foreign object with granuloma formation. Risk of infection. Increased x-ray exposure" was granuloma formation and infection observed? Or only the risk of it? How was the needle tip retrieved? Was additional dissection required in other organs/tissues other than the target tissue? Can you identify the lot number of the product that was used? Were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - was granuloma formation and infection observed? Or only the risk of it? It is only a risk. - how was the needle tip retrieved? Was additional dissection required in other organs/tissues other than the target tissue? The metallic tip was found with scopy and was removed by the surgeon. - were there any patient consequences? No, the control x-rays is satisfying. The patient was able to stand up and walk. - can you identify the lot number of the product that was used? The customer cannot reply to this question because the impacted device was already sent for analysis. The following information was requested: what is the lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: what is the lot number? Investigation summary. The product received for analysis was identified as product code sxpp1a445. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.